Event description:
The customer's husband called stating the insulin pump has been giving no delivery alarms. He then stated that the customer was hospitalized for high blood glucose and the reading was 932 mg/dl. The customer had been vomiting and was nauseous prior to the hospitalization. The customer had been treating with the insulin pump but the high blood glucose levels continued. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.